Event description:
The customer stated that in the middle of the test run, they had an issue of "bl abs lo" error messages on their dxc 800 pro instrument. The customer also indicated the reagent probe a was leaking into the drip well of the reaction wheel cover. No erroneous patient results were generated or reported in connection with this event. Furthermore, no one came in contact with the fluid so there was no biohazard exposure reported.

Manufacturer narrative:
No field service engineer was dispatched. The customer technical support representative guided the customer over the phone to tightened the reagent probe a tubing fitting which was loose. This resolved the issue. (B)(4). Customer resolved the issue